Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "orif was performed for right humeral shaft fracture on (B)(6) 2023. When drilling into the hole of the nail, the drill contacted with the nail and advanced without getting into the hole of the nail, resulting in fracture of the drill tip. The drill tip was stuck in the bone, but was removed by grasping it with pliers. The doctor told that unintended contact of the drill with the k-wire just before the drill was inserted into the nail hole might affect the reported fracture of the drill tip."

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "orif was performed for right humeral shaft fracture on (B)(6) 2023. When drilling into the hole of the nail, the drill contacted with the nail and advanced without getting into the hole of the nail, resulting in fracture of the drill tip. The drill tip was stuck in the bone, but was removed by grasping it with pliers. The doctor told that unintended contact of the drill with the k-wire just before the drill was inserted into the nail hole might affect the reported fracture of the drill tip."